Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Rhythmcare then discussed troubleshooting and programming options. This device remains in service. No adverse patient effects were reported.